Event description:
The following info was reported to kci by physician at the 58th annual meeting of (B)(6) society of plastic and reconstructive surgery from an oral presentation, "risk factor of partial negative pressure wound therapy for critical limb ischemia": v.a.c. Therapy was applied to a patient that has underwent multiple vascular treatments for critical limb ishchemi. The patient's condition deteriorated with infection and ischemia which resulted in a below-knee amputation. Doctor's opinion: the risk factors of negative pressure wound therapy for critical limb ischemia after the vascular reconstruction, with the patient's higher age and vascular treatment were considered . The physician alleged that negative pressure wound therapy application after vascular treatment "may highly draw a progressing of a restenosis or ischemic, the wound condition such as the color of granulation or signs of infection should be carefully monitored during the therapy". The unit's type or serial number was not provided, therefore kci cannot conduct a device evaluation of the unit.

Manufacturer narrative:
It is unk when the events occurred as this info has not been provided. Based on info provided, it cannot be determined that the alleged infection or amputation are related to v.a.c. Therapy.